Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that non-waste fluid under pressure sprayed outside of instrument during use with a bd fusion¿ so. The following information was provided by the initial reporter: customer reports a spray of sheath fluid from the top of the flow cell. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? What is the source of leak -- waste line or non-waste line? Non-waste. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that non-waste fluid under pressure sprayed outside of instrument during use with a bd fusion¿ so. The following information was provided by the initial reporter: customer reports a spray of sheath fluid from the top of the flow cell. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? 5. What is the source of leak -- waste line or non-waste line? Non-waste. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary: scope of issue. The scope of issue is on limited to part number 658282s3 (fusion so 2b3r5g6v2uv60acdu octuv lc) and serial number (B)(6) . Problem statement: leakage/spray of non-biohazard sheath fluid under pressure outside of instrument. Manufacturing defect trend: there are zero quality notifications (qn) related to the reported issue. Date range from 04-aug-2019 to date 04-aug-2020. Complaint trend: there is one complaint ((B)(4)) related to leakage/spray of non-biohazard sheath fluid under pressure from the top of the flow cell. Date range from 04-aug-2019 to date 04-aug-2020. Service max review: review of related work order #: wo-01557763 (case number: (B)(4)). Install date: (B)(6) 2016. Defective part number: n/a. Work order notes: subject: (B)(6) - fusion so - sheath sprays when system pressurizes. Description: customer reports a spray of sheath fluid from the top of the flow cell. Work performed: customer re-seated the sample line. Cause: sample line was not securely fastened. Solution comments: issue resolved. Internal notes: closed, no blood exposure, non-waste line, sample line was not connected. Pressurized sheath fluid sprayed, no injury, customer reconnected the line. All well. Returned sample evaluation no return. Customer re-seated the sample line. Manufacturing device history record (DHR) review: review of DHR part number 658282s3-658282s3-(B)(6) -100661461-15; serial number (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis a review of risk management file 100286ra, rev. 03 - risk analysis facsaria fusion was conducted. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified: yes hazard ID: 3.1.1. Hazard: fluidic failure. Cause: length of tubing. Harmful effects: poor performance: timing pressure cleaning. Initial probability: 3. Initial severity: 3. Initial risk index: 9. Initial risk evaluation: u. Risk control: 1) design review and sub system verification. Implementation verification: 1) verification protocol: loc_13_01p. Effectiveness verification: completed design analysis: ltsvn_0023_ar. Residual probability: 1. Residual severity: 1. Residual risk index: 1. Residual risk evaluation: a. New hazard: none. Mitigation(s) sufficient: yes. Investigation result / analysis: this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the service report, the failure was due to a loose sample line (not fastened securely). Root cause: sample line was not securely fastened. Conclusion: service activity ((B)(4)) confirmed the reported complaint. Based upon obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. Instrument functionality was restored after the customer re-seated the sample line. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time. H3 other text : see h10.